Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the battery went dead on the centrifugal system. The perfusionist saw the meter drop and the light turn off. The device was not changed out, as they finished the case with the unit as is. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.